Event description:
Caller reported a pixel issue on the pump display, which affected their ability to interact with the pump and read the screen. There was no adverse impact to the customer's blood glucose level, as levels were reported to be within normal range. To resolve the issue, the customer will use multiple daily injections (mdi) as a backup therapy, and tandem technical support replaced the pump with a new one, providing instructions and assistance on the process.